Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issues april 16, 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of evaluations or adverse events finalized may 2011. The data presented is from three different product applications. The report states that there are no significant trends.

Event description:
Report provided by a registered nurse states that the end user has experienced a red, open, eraser head sized bumps, inferior to stoma. Denies bumps are itchy or burning. Denies need to shave area. It was discussed with the end user the use of an ostomy powder and crusting technique. The end users subsequent outcomes was not reported.